Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif-xz1200 operation manual chapter 3 preparation and inspection. Gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the water supply volume, water removal ability and air supply volume did not meet the standard value due to clogging of the nozzle, the adhesive on the bending section cover had a chip, a crack and had a white-clouded area, the scope cover was deformed, the plastic distal end cover had a dent, and the suction connector and the connecting tube had a scratch. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle/channel was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had an air supply failure. The issue was found during an unspecified diagnostic procedure. The intended procedure was completed using a similar device. There was no delay in procedure. The device was returned for evaluation. During the device evaluation, the nozzle had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.